Event description:
During thrombus aspiration angiojet catheter appeared to be leaking fluid and drawing back air. Aspiration was immediately stopped and catheter was removed from the patient. Attempt was made to flush the catheter once withdrawn from the patient. Visible leak and break point noted.